Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: driveline power fault. The reported event of driveline communication fault alarms was confirmed via log file analysis. The heartmate 3 vad modular cable (lot number: 8601792) was returned for analysis in unremarkable condition. A log file was downloaded for review from the returned heartmate 3 system controller (serial number: (B)(6) affiliated with the reported event. A review of the log file showed events spanning approximately 8 days (20oct2020, 01jan2000, 02feb2023, 13apr2023 ¿ 15apr2023, 18apr2023, 05jun2023 per timestamp). Events occurring on 05jun2023 were recorded during testing at abbott. On 18apr2023 at 05:07:24, a driveline communication fault alarm was active due to a communication a fault. The alarm remained active throughout the remainder of the log file until the driveline was disconnected on 18apr2023 at 12:36:58 for a system controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The modular cable was functionally tested and passed all testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 7383519) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault and driveline power fault alarms. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU)) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that while the patient was in the hospital a power cable disconnect alarm appeared even though fully charged batteries were connected. The controller was exchanged. This resolved the power cable disconnect alarm however, about an hour later a communication fault alarm appeared. The second controller and modular cable were exchanged due to the communication fault. The battery clips were exchanged due to the previous power cable disconnect alarms. After the exchanges, no further alarms appeared. Related MFR #s: 2916596-2023-02484, 2916596-2023-02495.